Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported device breakage; subsequently, bleedback was noted in the catheter. The option-lok male adapter of the extension tubing set was connected to the port of an unspecified male adapter plug that was connected to the pt's broviac central venous catheter to deliver an unspecified solution. After an unspecified length of time in use, the nurse noted blood backing up into the catheter but not into the extension tubing set. The nurse disconnected the option-lok male adapter of the extension tubing set from the male adapter plug and attempted to flush the catheter using an unspecified saline syringe. It was reported that the nurse was unable to connect the syringe to delivery the saline through the male adapter plug. At that time, the nurse noted that a small piece of the male adapter from the extension set was stuck in the port of the male adapter plug. The catheter was clamped and the male adapter plug was removed from the catheter. The extension tubing set and the male adapter plug were replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.